Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking from site on (B)(6) 2024. The blood glucose level was high (specific value was unknown) at the time of event. Patient treated it with bolus and multiple daily injection (mdi). No further information available.